Event description:
It was reported that the pump battery would not charge, despite attempts to resolve the issue using different charging cables and wall adaptors. There was no reported impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced, and instructions were provided for the return of the defective pump to tandem. Customer declined to provide information regarding alternate insulin therapy.